Event description:
A patient reported blood glucose results of "22.4 mmol/l and 6.4 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Thereby, indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.